Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin deliveries stopped multiple times. Tandem technical support verified that the customer was not completing the load process due to not pressing "done" once fill tubing was completed, therefore the pump would not resume insulin deliveries. The customer had recently fully completed the load process and successfully resumed insulin deliveries. The customer's blood glucose (bg) levels ranged between 300's mg/dl and 360mg/dl. Correction boluses were delivered via the pump to address the bg level.